Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR. Report#: 1627487-2011-05477. Reference MFR. Report#: 1627487-2011-05479. Reference MFR. Report#: 1627487-2011-05480. The patient received his scs system on (B)(6) 2006 including an ipg, 3 percutaneous leads (2 from the same lot), and a lead extension. It was reported the patient was in an atv accident. Afterwards, he turned the stimulation on and felt heating and overstimulation at the ipg site. The same event occurred on more than one occasion. X-rays were taken and revealed one of the leads had migrated. A diagnostic check was performed and revealed an invalid contact. The patient will discuss the next course of action with his doctor. Attempt to gather additional information was unsuccessful. No further information is available at this time.